Event description:
It was reported to boston scientific corporation on (B)(4) 2014 that a wallflex biliary stent 10 mmx 120 mm stent was used during stent placement procedure performed on an unknown date. According to the complainant, the stent was being placed due to an anastomotic stenosis from liver transplantation. Reportedly, the anastomosis was located at 10 cm from the papilla of vater. Prior to the procedure, the physician noted that the length of the stent seemed to be longer than 12 cm. During the procedure, the physician attempted to deploy the stent in the supra-anastomotic area; however, the stent could not be deployed. Approximately 6cm of the stent could be released but the rest of the stent was still inside the operating channel of the scope. The physician made a second attempt to deploy the stent by retracting endoscope from the region of the papilla of vater but the stent was not able to be deployed. The stent was reconstrained and was removed from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Additional information received (B)(4) 2014. The wallflex biliary stent 10 mmx 120 mm stent was used in the biliary during a stent placement procedure performed on (B)(6) 2014. During the procedure, it was noted that the handle and the sheath were completely released but the stent would not deploy. The stent was reconstrained and removed from the patient. Reportedly, the patient's condition post-procedure was stable. According to the physician, the stent appeared longer than the labeled length during the procedure. However prior to deployment the physician felt the stent was the labeled length.

Event description:
It was reported to boston scientific corporation on (B)(4) 2014 that a wallflex biliary stent 10 mmx 120 mm stent was used during stent placement procedure performed on an unknown date. According to the complainant, the stent was being placed due to an anastomotic stenosis from liver transplantation. Reportedly, the anastomosis was located at 10 cm from the papilla of vater. Prior to the procedure, the physician noted that the length of the stent seemed to be longer than 12 cm. During the procedure, the physician attempted to deploy the stent in the supra-anastomotic area; however, the stent could not be deployed. Approximately 6cm of the stent could be released but the rest of the stent was still inside the operating channel of the scope. The physician made a second attempt to deploy the stent by retracting endoscope from the region of the papilla of vater but the stent was not able to be deployed. The stent was reconstrained and was removed from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
A visual analysis of the returned devices found that the stent was received partially deployed by 43mm and a section of the inner sheath was exiting at the guidewire access sleeve. The investigator then attempted to deploy the stent of the device however this attempt proved unsuccessful and it was noted that more of the inner exited at the guidewire access sleeve. The device was dissected at the guidewire access port. The stent and the distal inner were withdrawn and no issues were noted with the profile of the stent however it was noted that the distal inner was kinked at various positions along its length. The proximal end of the inner was then examined and it was noted that it was severely kinked at various positions along its length. This damage was the result of the inner exiting at the guidewire access sleeve. No other issues were identified during the product analysis. The noted issue and damage are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on september 30, 2014 that a wallflex biliary stent 10 mmx 120 mm stent was used during stent placement procedure performed on an unknown date. According to the complainant, the stent was being placed due to an anastomotic stenosis from liver transplantation. Reportedly, the anastomosis was located at 10 cm from the papilla of vater. Prior to the procedure, the physician noted that the length of the stent seemed to be longer than 12 cm. During the procedure, the physician attempted to deploy the stent in the supra-anastomotic area; however the stent could not be deployed. Approximately 6cm of the stent could be released but the rest of the stent was still inside the operating channel of the scope. The physician made a second attempt to deploy the stent by retracting endoscope from the region of the papilla of vater but the stent was not able to be deployed. The stent was reconstrained and was removed from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Additional information received october 28, 2014. The wallflex biliary stent 10 mmx 120 mm stent was used in the biliary during a stent placement procedure performed on (B)(6) 2014. During the procedure, it was noted that the handle and the sheath were completely released but the stent would not deploy. The stent was reconstrained and removed from the patient. Reportedly, the patient's condition post-procedure was stable. According to the physician, the stent appeared longer than the labeled length during the procedure. However, prior to deployment the physician felt the stent was the labeled length.

Manufacturer narrative:
Reported event of stent wrong size. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual analysis of the returned devices found that the stent was received partially deployed by 43mm and a section of the inner sheath was exiting at the guidewire access sleeve. The stent length was within specification. However it was noted that a section of the inner sheath was exiting at the guidewire access sleeve which was preventing the stent from being deployed. The device was dissected at the guidewire access port. The stent and the distal inner were withdrawn and no issues were noted with the profile of the stent however it was noted that the distal inner was kinked at various positions along its length. The proximal end of the inner was then examined and it was noted that it was severely kinked at various positions along its length. This damage was the result of the inner exiting at the guidewire access sleeve. No other issues were identified during the product analysis. The noted issue and damage are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a wallflex biliary stent 10 mmx 120 mm stent was used during stent placement procedure performed on an unknown date. According to the complainant, the stent was being placed due to an anastomotic stenosis from liver transplantation. Reportedly, the anastomosis was located at 10 cm from the papilla of vater. Prior to the procedure, the physician noted that the length of the stent seemed to be longer than 12 cm. During the procedure, the physician attempted to deploy the stent in the supra-anastomotic area; however the stent could not be deployed. Approximately 6cm of the stent could be released but the rest of the stent was still inside the operating channel of the scope. The physician made a second attempt to deploy the stent by retracting endoscope from the region of the papilla of vater but the stent was not able to be deployed. The stent was reconstrained and was removed from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Additional information received (B)(6) 2014. The wallflex biliary stent 10 mmx 120 mm stent was used in the biliary during a stent placement procedure performed on (B)(6) 2014. During the procedure, it was noted that the handle and the sheath were completely released but the stent would not deploy. The stent was reconstrained and removed from the patient. Reportedly, the patient's condition post-procedure was stable. According to the physician, the stent appeared longer than the labeled length during the procedure. However prior to deployment the physician felt the stent was the labeled length.